Event description:
The complainant reported that during support of impella cp manual pressure applied for small hematoma. Bicarb for purge. Will start systemic heparin per protocol. The pump was later explanted successfully and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: manual pressure applied for small hematoma. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.